Manufacturer narrative:
The insulin pump was received with broken battery tube threads, a broken battery cap, a cracked reservoir tube lip, a cracked reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump was physically damaged. The insulin pump was cracked around where the battery goes in and out. A piece came off the battery area. The customer's blood glucose level was 123 mg/dl. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.